Event description:
It was reported that the device was used during a diagnostic laparoscopic, when putting the obturator through the second port, the open blade kniked the first trocar cannula. Another device used to complete the case. There was no consequence to the patient

Manufacturer narrative:
Information anticipated, but unavailable at this time.